Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. During the procedure, the suture didn¿t work. It did not run well, it did not degrade in the stipulated time and the needle did not puncture well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).